Manufacturer narrative:
The service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb), upgraded the backlight pcb's, performed calibrations, extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received indicating that, an 840 ventilator had a faulty graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.